Manufacturer narrative:
Additional information was requested and the following was obtained: what was the date of the procedure in which surgicel was used? ¿(B)(6) 2012. How much surgicel was used during this procedure? ¿no information. Was the surgicel product left in place? ..yes. If yes, how much?¿no information. What is the lot number of the product used? ¿no information. When was the fistula identified? ¿(B)(6) 2012. Has the fistula stopped? ¿yes. What was medicament injected to treat the fistula? ¿fibrin glue and thrombin. Why does the surgeon believe the surgicel caused the tissue to become larger? ¿the surgeon commented that the fistula become larger due to place the surgicel inside the body. It is considered to mean the physical effect of the implanted surgicel. Were there any concurrent hemostatic products used during the procedure surgicel was used? ¿no information . What was the patient¿s past medical history/underlying medical condition? Any other relevant patient history/concomitant medications? ¿his past medical history is as follows.; ischemic heart disease, high blood pressure, diabetes mellitus, spinal cord lesion, recurrent abdominal aortic aneurysm (untreated.) What is the patient¿s status? ¿as of (B)(6), 2016, it was confirmed that the fistula had healed, and renal cell carcinoma had not recurred.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. What was the date of the procedure in which surgicel was used? How much surgicel was used during this procedure? Was the surgicel product left in place? If yes, how much? What is the lot number of the product used? When was the fistula identified? Has the fistula stopped? What was medicament injected to treat the fistula? Why does the surgeon believe the surgicel caused the tissue to become larger? Were there any concurrent hemostatic products used during the procedure surgicel was used? What was the patient¿s past medical history/underlying medical condition? Any other relevant patient history/concomitant medications? The patient demographic info: weight, bmi at the time of index procedure. What is the patient¿s status?

Event description:
It was reported that the patient underwent an open transperitoneal partial nephrectomy procedure on (B)(6) 2012 and the absorbable hemostat was used. During the procedure, when separating the arteriovenous crossing the renal pedicle, the lower branch renal artery was damaged and its position could not be identified. The absorbable hemostat was placed in the renal parenchyma, which was sutured by interrupted suturing. The procedure was done under total renal arteriovenous ischemia. Three days after the operation, a drain was removed and 23 days later, the patient left the hospital. One month postoperatively, computed tomography revealed a retroperitoneal fluid collection which was diagnosed as urinoma due to urinary leakage from partial nephrectomy scar of the right lower calyx and the patient was re-hospitalized.the patient developed a tardive urinary fistula. On (B)(6) 2012, percutaneous drainage was performed;1000 ml drain waste. 28 days after drainage, ureteral stent and catheter were placed, but the discharge continued to be 700 -1000 ml/day. The surgery to close urinary fistula was performed on (B)(6) 2012 under general anesthesia.treatment for the urinary fistula was changed to percutaneous approach due to no space for using endoscope. Two open-end catheters were directed into the urinary fistula lumen through the percutaneous tract and fibrin glue and thrombin were injected under fluoroscopic guidance. The urinary fistula was almost closed. Four days later, more fibrin glue was injected because of a small amount of residual urinary fistula and percutaneous drainage catheter was removed but ureteral stent lasted for 3 months. Urinary leakage was completely cured.three years and one month after ureteral stent was removed, there is no recurrence of urinary fistula and renal cell carcinoma. It was also reported that the urinary fistula became larger because of placement of the absorbable hemostat. Additional information has been requested.